Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pericardial effusion since the lead was implanted. Moreover, physician was unsure if the extraction of the lead had caused a perforation that led to effusion. Pericardiocentesis was performed, lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field h6 evaluation conclusion codes.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pericardial effusion since the lead was implanted. Moreover, physician was unsure if the extraction of the lead had caused a perforation that led to effusion. Pericardiocentesis was performed, lead was explanted and replaced. No additional adverse patient effects were reported.